Event description:
I flow received a report stating, 6 pts had pumps that ended up to 23 hours early. The nurse practitioner following the cases determined the early completion from conversations with the pts by telephone. The pumps were filled with 550 ml, medication ropivicaine 0.2%, flow rate 8ml/hour. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
Without a lot number, we were unable to review the device history record. Samples were not returned to I flow by the customer for evaluation.